Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable at the proximal side by the clamping pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, nor input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the fenestrated bipolar forceps (fbf) instrument moved in the opposite direction of the surgeon's commands. The system was restarted and the instrument was reseated, with no change. A third fbf was opened and it worked properly. The procedure was completed with no reports of patient injury. Intuitive followed up and obtained additional information. Lowering the wrist (towards the ground) by the surgeon worked only hesitantly, wrist movement to the left and the instrument snapped upwards.